Event description:
Clinical trial. It was reported that 399 days following a coronary artery stenting procedure in-stent restenosis was diagnosed. At the time of the index procedure the pt presented with an acute myocardial infarction. The index procedure treated the 100% stenosed, de novo proximal lad (left anterior descending). Treatment consisted of predilation and placement of a 2.25x20mm express2 bare metal stent resulting in 10% residual stenosis. The pt presented 399 days following the index procedure for a study required angiography. The pt was asymptomatic; however, angiography revealed in-stent restenosis. The pt was treated with a taxus express2 drug eluting stent. The pt was taking asa and plavix at the time of this event. The physician assessed this event as definitely related to the study device.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records for this batch reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The root cause of this event is anticipated procedural complication.